Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks in one day. The device was evaluated in clinic and reprogrammed to the primary vector to mitigate further inappropriate therapy. This system remains in service. No additional adverse patient effects were reported.